Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe found that the plunger clamo for position 2 was sticking. The fe replaced the plunger slamp at position 2. The fe performed splld checking procedure and tested the summit with (B)(4) software. The instrument was tested without problem. The instrument is now performing as expected.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).